Manufacturer narrative:
A comprehensive investigation was conducted on discovery. A review of the manufacturing records for the lot identified no substantial deviation and purport the product was manufactured and distributed in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure from the attending physician at any time. This MDR has been filed out of an abundance of caution.

Event description:
A patient contacted acell to inquire about a product that was implanted in (B)(6) 2014. The patient reported she experienced an accumulation of fluid months after surgery. She then had surgery in (B)(6) 2015 to remove some of the mesh and drain fluid. The patient claimed she was told by a doctor that she was allergic to the product and is having "pretty severe symptoms seemingly unrelated" to the mesh. The surgeon confirmed an acell product was implanted and 10 months later a seroma was identified and drained. An inflammatory response was observed at the site. The seroma fluid was cultured and was found negative for organisms.